Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flexvision pc did not bootup. Upon further inspection, philips field service engineer (fse) inspected the system onsite and reviewed the log file and confirmed the communication issue on flexvision pc. Fse found that the flexvision pc was defective. Fse replaced the flexvision pc and performed all configuration and restored the backups. After the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc did not bootup. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.